Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-sep-2019 the following findings: during investigation, the pump was returned with a stripped battery cap , due to stripped cap, the cap was unable to secure to power on pump. The battery compartment threads were intact and a test battery cap was able to fully secure and fully tighten . All above testing was completed with test battery cap. There was a no power loss or rebooting was duplicated with test cap. There was a pump crack located in cover between display and case seal , leak test failed at crack. There was moisture ingress found internal, no posture in battery compartment 6.dim/screen observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum, damaged battery cap and a damaged pump case. This report is made based on results of investigation completed on 03-sep-2019.